Event description:
It was reported that the patient started experiencing stomach pain around the time of vns implant. It was noted that the pain increased from (B)(6) 2019 to (B)(6) 2019. The physician saw the patient and thought she could have a possible ulcer caused by vns stimulation. Normal mode output current was disabled but autostimulation and magnet mode were left on. The stomach pain has gotten better and the patient is on a prescribed antacid. No other relevant information has been received to date.

Event description:
Per the physician, the cause of the stomach ulcer and pain is uncertain. It was indicated that it is possibly related to stimulation and they are undergoing slow rechallenge. It was noted that the treatment with pantoprazole and antacids is to preclude a serious injury. It was not stated that there was any additional intervention taken for the event. No other relevant information has been received to date.